Event description:
Pt underwent cataract surgery in 1999, and implantation of a staar model aa-4203tf intraocular lens in the left eye. However, the doctor noted that three-weeks post-operatively the toric lens rotated off axis with unacceptable visual acuity outcome. While no injury occurred, removal and replacement occurred because the surgeon felt he did not receive the optical correction he anticipated. After the lens was removed, a longer length toric lens style was implanted.